Event description:
A hosp rep reported that during surgery, there was no aspiration, however, the tip was cutting and there was infusion. No harm to the pt was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).